Event description:
Dialysate depleted prior to completion of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback after dialysate was depleted during treatment. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.